Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system is not receiving exams when pushed from electronic picture archiving and communication systems (pacs). The issue was noted to be intermittent. The issue seemed to be unique to one specific port. The fusion would receive exams in other rooms. Technical services (ts) confirmed there was not a duplicate ip on the network. The site noted that they fixed the issue on their end.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue has been resolved on the site side. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.